Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2a35x, implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. They reported that the patient fell since surgery and could be likely cause of the painful stimulation. As resolution, patient was referred to another hcp and seen on (B)(6) 2024. During the patient's visit on (B)(6) 2024, in the assessment plan, urgency frequency was mentioned. Device was off due to pain at incision site. Their last visit was (B)(6) 2024. Device interrogation performed by manufacturing representative (rep) and apparently there was impedance issues on all electrode site. Patient admits they did fall within the last couple of weeks. Even with battery turned off, patient was still experiencing pain at battery site. For the patient's chronic interstitial cystitis, patient underwent device replacement and repositioning. The lead was not replaced. They have persistent pain with the repositioned battery and feels the lead was also malfunctioning/malpositioned as all of their stim was at the incision site. For the patient's pain in back, medicated patches were ordered to use over the incision/generator site. Patient's ongoing problem list included abdominal pain, chronic constipation, chronic interstitial cystitis, chronic pelvic pain in female, constipation, ic (interstitial cystitis), increased frequency of urination, oab (overact ive bladder), urgency-frequency syndrome, urinary frequency. Procedure/surgical history included pvr measurements taken on (B)(6) 2024. During the visit on (B)(6) 2024, where in the assessment plan their chronic interstitial cystitis was mentioned for which recent hydrodistention took place and pain was not under control. Unable to obtain pain relief from device; fractured lead (impedance in every position). Patient does report falling on the device since surgery. Device left off. Will arrange for lead revision. For their urgency frequency syndrome, significant pain started immediately post op following device placement. Pain in right gluteal region and extending nearly down to their right calf. Not improved with device off. Worsens with standing/walking. Improved with heat, rest. Recent surgical positioning. Suspect they may have sciatic type nerve pain. Pain medications were prescribed. Almost impossible for them to sleep, work, walk, etc. A bladder scan was performed during the visit.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2a35x. Implanted: (B)(6) 2021 explanted: (B)(6) 2024. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the lead was not replaced, but they reposited the superficial potion of the tined lead without replacement of the lead. The cause was unknown. Patient stated they fell last couple of weeks after the battery replacement and lead reposition.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2a35x implanted: (B)(6) 2021: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 30-jun-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that that will be referred by their healthcare provider (hcp) to go see another specialist to explant the device and put in a new one and because since implant, the stimulation was very painful. The patient reported a painful s timulation. Patient stated that when they turned the therapy on something was wrong and it was extremely painful and they about died. Patient said that the leads might be wrong. Therapy has been turned off since then following hcp's advice. New hcp advised by their hcp would be a hcp in traverse city, mi. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
H6 codes updated. Continuation of d10: product ID 978b128, lot# va2a35x, implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.